Event description:
A hospital alleged the 3m¿ ranger¿ fluid warming set, high flow (model 24370) lot hm9047 leaked. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
Patient specifics are not available. Date of event is unknown. Initial reporter's occupation is unknown. 3m has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m has initiated a field safety corrective action for lots associated with this issue. 3m has implemented a change to address the identified manufacturing issue and will continue to monitor.

Manufacturer narrative:
3m¿ has investigated and identified a manufacturing issue with the auto-venting bubble trap that introduces the risk of blood or fluid leaks while priming the sets and/or during fluid administration. There is no alleged injury to the patient or caregiver for this reported incident. 3m¿ has initiated a field safety corrective action for lots associated with this issue. 3m¿ has implemented a change to address the identified manufacturing issue and will continue to monitor.